Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the programmer had a burning smell when the power was turned on. Furthermore the programmer was usable but will be returned for repair/analysis. No adverse patients effects were reported.